Event description:
On (B)(6) 2013, it was reported to animas that allegedly the keypad buttons were unresponsive. The reporter stated the pump alarmed with an unknown cs alarm after the patient jumped in a pool while wearing the pump. The reporter stated the keypad buttons would not respond after it was rebooted. The reporter stated a crack was observed near the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. The keypad button response could not be tested because the display screen was blank when the pump was powered on. The keypad cover was removed and no damage or contamination was found to any of the key contacts. A leak test was performed and failed due to a cracked pump case. The pump case was opened and corrosion due to moisture was found on the printed circuit board, display flex connector, keypad flex connector, and the rf circuit.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.